Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20mg/ml at 0.961mg after (:.734mg before)), clonidine (100mcg/ml at 4.80 after (18.66mcg before)), and marcaine (0.9mg/ml at 0.043 after (0.168 before)) via an implantable pump for spinal pain indications. It was reported that the patient presented for a pump replacement due to normal elective replacement indicator. Per  the hcp, the patient mentioned he did not feel like he was getting adequate pain relief beginning on an unknown date. The catheter was not able to aspirated from the catheter access port (cap). It was observed that the catheter was occluded (appeared approximately 0.5cm was flattened) back towards the spinal segment. A portion of the catheter was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20mg/ml at 0.961mg after (:.734mg before)), clonidine (100mcg/ml at 4.80 after (18.66mcg before)), and marcaine (0.9mg/ml at 0.043 after (0.168 before)) via an implantable pump for spinal pain indications. It was reported that the patient presented for a pump replacement due to normal elective replacement indicator. Per  the hcp, the patient mentioned he did not feel like he was getting adequate pain relief beginning on an unknown date. The catheter was not able to aspirated from the catheter access port (cap). It was observed that the catheter was occluded (appeared approximately 0.5cm was flattened) back towards the spinal segment. A portion of the catheter was explanted.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an area of compression on the catheter body. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Visual inspection identified there was damage to the transition tubing medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.